Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed front right corner of the top case is broken, cracks on the left bracket compartment and right plunger case has a crack. No visible contamination. Customer?s reported issue was not duplicated during power-up process. Error was found in event history log. The root cause of the reported issue was not determined. Customer must have installed syringe outside the flange. Actions taken to mitigate the reported issue: no action or repair done for reported problem. Performed calibration on the pump and passed all the test.

Event description:
It was reported that flange not in place error event occurred. No patient injury reported.